Event description:
It was reported that during the procedure, the subject stent could not be pushed out from within the introducing sheath, so the physician cut 2-3 mm from the tip of the introducing sheath and then attempted delivery again. At this time, there was a slight resistance when the subject stent was being advanced from the introducing sheath into the microcatheter. Eventually, after the subject stent was delivered to the target position and deployment was initiated, when deploying the tail end of the subject stent, it could not be pushed out from within the microcatheter despite multiple attempts. Subsequently, the physician advanced an intermediate catheter, retracted the partially deployed subject stent along with the microcatheter into the intermediate catheter, and withdrew them together out of the body. The stent was replaced and the procedure was completed successfully with no clinical consequences to the patient.

Manufacturer narrative:
H3 device evaluated by mfg ¿updated. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During the visual inspection, the subject stent was received partially deployed from the distal tip of an microcatheter. The stent delivery wire (sdw) and introducer sheath were returned. The subject stent could not be fully deployed by advancing the stent delivery wire (sdw). There was an unknown material (possibly some sort of tubing like ptfe) present on the proximal end of the subject stent. The subject stent was deformed. The proximal end of the subject stent was damaged during removal and will not be coded for. All 3 marker bands were present on both ends of the stent. The stent delivery wire (sdw) was noted to be kinked/bent at the distal end and at the proximal end. The stent delivery wire (sdw) distal tip was stretched. Approximately 3cm appeared to have been removed from the distal tip of the introducer sheath. During the functional inspection. The subject stent could not be fully deployed by advancing the stent delivery wire (sdw). The as reported (ar) codes 'stent partial deployment' and 'stent failed/unable to deploy' were both confirmed during functional inspection. The remaining as reported (ar) codes 'stent difficult/unable to transfer' and 'stent difficult/unable to advance or pullback through catheter' could not be replicated during functional testing. However, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that 'the physician used an microcatheter to deploy the subject stent. Initially, the subject stent could not be pushed out from within the introducing sheath, so the physician cut 2-3 mm from the tip of the introducing sheath and then attempted delivery again. At this time, there was a slight resistance when the subject stent was being advanced from the introducing sheath into the microcatheter. Eventually, after the subject stent was delivered to the target position and deployment was initiated, when deploying the tail end of the subject stent, it could not be pushed out from within the microcatheter despite multiple attempts. Subsequently, the physician advanced an intermediate catheter, retracted the partially deployed subject stent along with the microcatheter into the intermediate catheter, and withdrew them together out of the body'. Additional information received indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition during preparation/prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the patient's anatomy was described as 'not tortuous'. The stent was returned for analysis partially deployed from the distal tip opening of an microcatheter. It was not possible to deploy the subject stent by advancing the stent delivery wire (sdw). Once the subject stent had been manually removed from the microcatheter (which resulted in damage to the subject stent which will not be coded for as it occurred during device analysis), the subject stent was noted to be deformed. There was, what appeared to be some sort of unidentified tubing, wrapped around the proximal end of the subject stent. This tubing was preventing the subject stent from fully expanding once it had been removed from the microcatheter lumen. The stent delivery wire (sdw) was returned and was noted to be kinked/bent near both the distal and proximal ends of the wire. The distal tip of the stent delivery wire (sdw) was also stretched. The introducer sheath was returned for analysis. The distal tip of the introducer sheath was missing and had been intentionally cut off as noted in the event description. When measured, the sheath was approximately 3mm shorter than it ought to have been. It had most likely been removed using a sharp blade, as evidenced by the clean cut on the distal end of the returned sheath. Excelsior sl-10 (and xt-17) are the recommended microcatheters to use when delivering a neuroform atlas stent, because the internal hub profile of both these microcatheters are an exact match for the external profile of the distal tip of the atlas introducer sheath. Therefore, it was not the choice of microcatheter which resulted in the user deciding to cut the tip off the sheath. Instead, it may have been due to damage caused to the sheath tip(I) while the sheath was being removed from the transport hoop or (ii) while the sheath was being inserted into the rhv through the vent cap, or (iii) if the distal tip opening got crushed due to being advanced too far distally inside the microcatheter hub. Cutting the distal tip off the introducer sheath means that the stent would have advanced into a gap between the distal end of the sheath and the proximal end of the microcatheter lumen. The stent will begin to deploy in this gap, resulting in resistance and friction when the stent is advanced up through the microcatheter lumen. The user noted that there was some resistance when advancing the stent out of the introducer sheath. Per instructions in the directions for use (dfu), if excessive resistance is encountered during the use of the neuroform atlas¿ stent system or any of its components at any time during the procedure, discontinue use of the stent system. Continuing to move the stent system against resistance may result in damage to the vessel or a system component. An assignable cause of user error has been assigned to the as reported, 'stent partial deployment', 'stent failed/unable to deploy', 'stent difficult/unable to transfer' and 'stent difficult/unable to advance or pullback through catheter' and as analyzed codes, 'stent partial deployment', stent failed/unable to deploy', stent deformed', 'stent delivery wire (sdw) kinked/bent', stent delivery wire (sdw) deformed, and 'stent introducer sheath damaged'. This complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications. However, there was an act or omission of an act that resulted in a different medical product response than intended by the manufacturer and/or expected by the user.

Event description:
It was reported that during the procedure, the subject stent could not be pushed out from within the introducing sheath, so the physician cut 2-3 mm from the tip of the introducing sheath and then attempted delivery again. At this time, there was a slight resistance when the subject stent was being advanced from the introducing sheath into the microcatheter. Eventually, after the subject stent was delivered to the target position and deployment was initiated, when deploying the tail end of the subject stent, it could not be pushed out from within the microcatheter despite multiple attempts. Subsequently, the physician advanced an intermediate catheter, retracted the partially deployed subject stent along with the microcatheter into the intermediate catheter, and withdrew them together out of the body. The stent was replaced and the procedure was completed successfully with no clinical consequences to the patient.